Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net transmission, it was noted that the pulse generator exhibited noise. No additional information was available. The patient would be brought in at a later date for further testing.